Event description:
It was reported that a user sought to return their ilet pump due to repeated low glucose events, including a documented glucose of 45 mg/dl for approximately 45 minutes, alongside dissatisfaction with insulin capacity expectations and overall insulin use. Customer care provided support that included review of 30-day and 14-day reports indicating acceptable meal announcement percentages, frequent meal announcements delivering 10 units or more, 3.5% time below target, and 67% of lunches declared as ¿less than.¿ investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included the use of oral glucose for treatment without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.